Event description:
Less than one month post transfemoral tavr procedure, the patient returned with symptoms of chf. Two paravalvular leaks (pvl) were observed, requiring intervention. Initially, the patient had a sapien xt 23mm tf valve placed 60/40 aortic/ventricular (a/v), and the pvl post procedure was characterized as moderate despite re-ballooning. Post procedure, the patient was readmitted to the hospital with symptoms of chf. An echo performed at that time showed that there were two areas of pvl; a moderate posterior leak and a mild anterior leak. Eleven days post procedure, the patient was taken to the ccl and a plug was placed on the posterior side of the valve to treat the moderate pvl. 22 days post initial procedure, the patient presented with recurrent symptoms of chf. An echo at that time showed the anterior leak was now worse. The patient was taken to the ccl thirty days post initial valve placement, to correct the anterior pvl. Physicians used a 23mm ew bav balloon with an extra 2cc of volume to post dilate the 23mm sapien xt valve. Upon echo review there was no change in the amount of pvl. It was therefore decided to implant a 26mm sapien xt valve, prepping the balloon with 2 cc less volume (20 cc). The valve was positioned approximately 1-2 mm below the existing valve and deployed without incidence. Echo review at that time showed mild to moderate pvl. The team decided to add an additional 1cc (21cc total) to the delivery balloon and post dilate. The delivery balloon was positioned in a manner in which the balloon shoulders were even with the most aortic portion of the 23mm sapien xt valve so as to avoid central ai. This was carried out and the pvl was reduced to trivial. A small (1cm) pericardial effusion was noted after this second post dilation but the patient remained hemodynamically stable. It was noted that root cause of the pvl could be attributed to annular calcium, and/or annular mismatch. Native annular dimensions measured 24mmx18mm with an area of 411mm2. Calcification degree is unknown.

Manufacturer narrative:
The event of the pericardial effusion will be reported under a separate complaint. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the persistent pvl is unknown. The degree of native calcification is also unknown. It is possible that native calcium, or the lack thereof, in addition to the elliptical shape of the native valve may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). The event of the pericardial effusion is found under a separate complaint; however, as no intervention was required, an additional MDR is not necessary and will not be sent. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the persistent pvl is unknown. The degree of native calcification is also unknown. It is possible that native calcium, or the lack thereof, in addition to the elliptical shape of the native valve may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Images were provided to edwards for review. The images were reviewed by an edwards physician proctor; the following observations and impressions were provided: observations/impression: the primary valve does not appear fully deployed upon initial deployment. There is evidence of this by a ¿waist¿ on the right side of the valve image. Post dilation was performed and improvement was noted; however, severe pvl was seen upon post dilation. A plug was inserted on the non-coronary leaflet towards the left; however, the plug looks to have been deployed too aortic. A second valve is deployed in a much more ventricular position. Observations: echo tee transgastric view shows 3+ pvl in the aortic valve. Post second valve, transgastric view (similar); 1-2+ pvl remains. Mild to moderate aortic leaflet calcification. Impressions: re-measurement of pre-op CT imaging shows a 26mm valve would be appropriate. Re-measurement demonstrates: 440mm² for the annulus, stj = 26mm x 27mm, sov=30mm x 30mm x 31.6mm. The cause of the pericardial effusion was unable to be determined.